Event description:
The patient reported that the ok and down arrow buttons on the keypad are intermittently unresponsive. She stated that she first noticed the issue two months ago, it improved for a short time, and then the problem returned four days ago. She denied trauma to the keypad or water exposure. She noted that she wears the pump in a pocket, does not use cleaning products on the pump, and denies peeling/tearing of the keypad. The patient stated that the keypad buttons click and spring back normally except for the ok button. She reported that the pump is usable with monitoring of button presses.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During evaluation, the contrast button responded to hard presses and the ok and down buttons were intermittently responsive. Investigation found adhesive under the button contacts.